Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a delay in button response after button was pressed on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. Reported fault could not be reproduced for the receiver. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. Customer complaint was confirmed by the log. A root cause could not be determined.